Manufacturer narrative:
Date sent: 06/11/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the clips were malformed. Another device was used to complete the procedure with no patient consequence.